Event description:
"Co2 sample line was not working out of package, likely occlusion. O2 connection port could not be detached from their system to be cut (seperate cannula same lot)" no report of seriuos injury / harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. No death reported.

Manufacturer narrative:
Note- total units sold and total complaints use 12 months from date event occurred. If date event occurred is not available use 12 months from event date in q-pulse. Calculation example. Sales data taken: (B)(6) 2024 to (B)(6) 2025. Occurrence rate (1 in): 1,165,575 ÷ 2 = 582,787 (o1). Severity rate: s0. Notes- complaint assessed as o1 and s0. Documented level in ra-000017 is o1 and s3. Within documented risk level. No scar/CAPA required. Complaint per-inv-3229 concerns a dual co2 occlusion and o[?] Port connection issue, which is reportable due to potential harm, although no actual harm occurred to the patient or user. The report number. While the complaint is within documented risk levels (ra-000017, line 27: occurrence o1, severity s3), it is being reported as required. No photo or video is available, but a sample will be returned for further analysis. The DHR was reviewed and found to be within specification. The probable cause is believed to be excess glue usage during assembly, leading to occlusion of the co2 line. Sales data from (B)(6) 2024 to (B)(6) 2025 shows an occurrence rate of 1 in (B)(4) (o1) and a severity score of s0. As the complaint is within documented levels, no scar or CAPA is required, but the issue will be monitored.

Event description:
"Co2 sample line was not working out of package, likely occlusion. O2 connection port could not be detached from their system to be cut (seperate cannula same lot)" no report of seriuos injury / harm to patient or user, no report of indirect harm, no report of required intervention to prevent permanent damage, no report of hospitalisation - initial or stay prolonged by 1 day or more, no report of serious injury, disability or permanent impairment, not reported as life-threatening, no death reported.

Manufacturer narrative:
Request device return to manufacturer for examination and assessment.

Event description:
"Co2 sample line was not working out of package, likely occlusion. O2 connection port could not be detached from their system to be cut (seperate cannula same lot)" no report of seriuos injury / harm to patient or user, no report of indirect harm, no report of required intervention to prevent permanent damage, no report of hospitalisation - initial or stay prolonged by 1 day or more, no report of serious injury, disability or permanent impairment, not reported as life-threatening, no death reported.

Manufacturer narrative:
Note- total units sold and total complaints use 12 months from date event occurred. If date event occurred is not available use 12 months from event date in q-pulse. Calculation example. Sales data taken: 08-2024 to 07-2025. Occurrence rate (1 in): 1,165,575 ÷ 2 = 582,787 (o1). Severity rate: s0. Notes- complaint assessed as o1 and s0. Documented level in ra-000017 is o1 and s3. Within documented risk level. No scar/CAPA required.

Event description:
"Co2 sample line was not working out of package, likely occlusion. O2 connection port could not be detached from their system to be cut (seperate cannula same lot)". No report of seriuos injury / harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. No death reported.